Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the tined lead found that there was inadequate adhesive in electrode slots #0 and #1. There were suspected body fluids between electrode # 2 and #1.

Event description:
It was reported that while placing the lead during implant, some blood ¿acceeded¿ in the lead. Damage was noted. A different lead was used and the issue was resolved. No patient complications or symptoms were noted.